Event description:
It was reported that after a da vinci-assisted pancreatoduodenectomy procedure, the patient experienced multiple post-operative complications. The patient ultimately expired. The surgeon reported that there was no da vinci malfunction or issues related to the da vinci products during the procedure. It was stated that the robotic approach was not feasible to resect a second neuroendocrine tumor located in the mesentery due to the robot docking issues [possibly from port site positioning]; therefore, the da vinci system was undocked and the procedure was converted to a laparoscopic approach. During the laparoscopic dissection, an estimated blood loss of 1300ml occurred. The robotic system was not utilized for the lymphadenectomy portion of the procedure where an additional 700 ml of blood loss occurred, resulting in the patient experiencing tachycardia and hypotension. Postoperative complications began 36 hours later when the patient developed mesenteric ischemia, secondary to the resection of the neuroendocrine mesenteric tumor. A laparoscopic enterectomy and an entero-anastomosis was performed. The patient later developed a pancreatic fistula with a subhepatic collection, requiring two additional laparoscopic procedures for revision and drainage. On postoperative day (pod)19, the patient developed septic shock and leakage of secretions through one of the robotic port sites. Exploratory laparotomy found a fistula at the entero-entero anastomosis. The patient¿s condition further deteriorated, resulting in blood dyscrasia and instability requiring a second exploratory laparotomy. The patient expired on pod 20. The cause of the death recorded on the death certificate was septic and hypovolemic shock. An autopsy was not performed. The surgeon stated that the post-operative cascade of complications, secondary to the neuroendocrine mesenteric tumor resection, was thought to be the cause of death.

Manufacturer narrative:
A review of the system logs for the reported procedure date found that no system errors occurred during the procedure. Log review of the 5 subsequent procedures found no errors occurred that would have likely caused or contributed to the reported event. A device history record (DHR) review found no non-conformances documented that would be related to this event. The following concomitant products were used during the procedure: 30 degree endoscope, large needle driver, cadiere forceps. A site history review found no complaints were made for the instruments used during this procedure. A review of the event performed by an intuitive medical safety officer (mso) concluded that the patient died following a number of procedures with several complications. The index operation, a pancreaticoduodenectomy, was initially intended to be performed using robotic surgery. However, this was converted to laparoscopic at some point during the procedure to address an additional mesenteric tumor. How much of this index operation was completed robotically is not provided. The customer reported the mesenteric tumor resection was performed with a third party device and was not done robotically. This section of bowel became ischemic requiring additional surgery. Additional complications included a pancreatic fistula, subhepatic fluid collection, sepsis, and shock. The patient ultimately died on post operative day 20 after additional procedures. How they died and the sequence of events that led to the death are not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Manufacturer narrative:
Section b5 additional information: the resections and anastomoses were performed robotically using a third-party stapler, ligasure, and a da vinci robotic maryland bipolar forceps. The pancreaticojejunostomy and hepaticojejunostomy were sutured, while the gastrojejunostomy was stapled. The procedure was then converted from robotic to laparoscopy prior to performing lymphadenectomy and resecting the second mesenteric tumor. This decision was made due to the tumor's location, which would have necessitated repositioning all robotic port sites. During the lymphadenectomy, approximately 700 ml of retroperitoneal bleeding occurred, resulting in the patient experiencing tachycardia and hypotension. Hemostasis was achieved, and the lymphadenectomy was successfully completed. The mesenteric tumor, initially identified as a mesenteric lymph node, was resected. Pathology confirmed it to be a neuroendocrine tumor concurrent with duodenal carcinoma. The resection resulted in approximately 1 liter of blood loss due to the tumor's location and adherence. Hemostasis was achieved using a ligasure device and suturing. Thirty-six hours post-operatively, the patient developed mesenteric ischemia, secondary to the resection of the neuroendocrine mesenteric tumor. A laparoscopic procedure was performed for an enterectomy and an enteroanastomosis using a third-party stapler instrument. The patient later developed a pancreatic fistula with a subhepatic collection, which required two additional laparoscopic procedures for revision and drainage. On post-operative day 19, the patient developed septic shock and was experiencing a leakage of secretions through one of the robotic port sites. An exploratory laparotomy found a fistula had formed at the entero-eteroanastomosis. Later that day, the patient¿s condition further deteriorated, resulting in blood dyscrasia and instability. A second exploratory laparotomy was performed revealing a hemoperitoneum, though the source of the bleeding could not be identified. Despite these efforts, the sequence of events lead to the patient dying the next morning, on post-operative day 20. A review of the additional event information performed by an intuitive medical safety officer (mso) concluded that the patient had a complex and challenging tumor in which they underwent an initial resection which incorporated robotic instrumentation as well as several 3rd party devices. A mesenteric extension of the tumor in the form of a large lymph node necessitated a bowel resection which was performed using a 3rd party device and that bowel went on to become ischemic requiring additional exploration and resection. A leak also developed between an anastomosis following the second operation and further complications including a fistula occurred. The ultimate cause of death was septic and hypovolemic shock. How these complications may or may not have been related to the initial surgery and any robotic device is not provided. Based on the information provided in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
Refer to h11 for follow-up information.